Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose level (bg) in the range of 400-450 mg/dl and high ketones that were identified by a health care professional as dangerous. Customer was treated with intravenous fluids of saline and insulin. Reportedly, pump cartridge had run out of insulin and customer had "ignored" empty cartridge alarms. Customer was released the following day with the issue resolved and no permanent damage.